Event description:
It was reported the patient's had the system explanted on an unknown date for an unknown reason. A new system was implanted on (B)(6) 2024.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information but was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.